Event description:
As reported by the field clinical specialist, approximately 3 years and 2 months post transfemoral tavr with a 26mm sapien 3 valve in the aortic position, the valve failed due to stenosis. The s3 valve was pre dilated with a 25mm true balloon. A valve-in-valve was performed with a 26mm sapien 3 ultra.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and no imagery was provided for evaluation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to unavailable of medical record and relevant imagery. A review of the device history record, lot history, and complaint history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 3 years and 2 months post transfemoral transaortic valve replacement (tavr) with a 26mm sapien 3 ultra valve in the aortic position, the valve failed due to stenosis." Per medical record, "there was no regurgitation, s3u mean gradient was 52 mmhg, velocity was 4.8 m/s, valve area/index was 0.5/0.24, there was calcification." Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd) with tissue calcification as an underlying failure mode. Review of medical record confirmed presence of calcification and history of chronic kidney disease, diabetes, and hyperlipidemia. It is widely understood that patients with chronic renal disease and diabetes may be predisposed to bioprosthetic calcification. Hyperlipidemia is also risk factors for developing tissue calcification due to high cholesterol being implicated in the valvular calcification process. In this case, it is likely calcification of transcatheter heart valve (thv) leaflets contributed to the narrowing of effective valve orifice, resulting in stenosis and elevated gradients, as reported. As such, available suggests that patient factors (chronic kidney disease, diabetes, hyperlipidemia) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU/training inadequacies were identified, no corrective/preventive action nor product risk assessment is required.